Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: the review of the black box data showed an unexplained power reboot on the date of complaint; however, the power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no power interruptions. The pump was opened up and an inspection was performed on the power circuit with no defects found. In addition, no moisture was found internally. There was no damage to battery compartment threads or the battery cap; the battery cap was able to secure. The battery cap contact width and height measurements were within tolerance. Unrelated to the original complaint, the battery compartment was cracked. In addition, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.